Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have damaged grip cable at distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the black cable on 8mm fenestrated bipolar forceps instrument was noted to be defective. It was stated that cable was visible on the outer side of branches. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: customer stated that there was no obvious damage(s) on the cable of reported 8mm fenestrated bipolar forceps instrument. No fragment(s) fell into the patient's anatomy. Photographic images were not available for review.